Manufacturer narrative:
E1: patient country: china. Patient city: (B)(6). Initial and final MDR device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced six infusion set tubing was detached event on 06-08-2024. No further information was available.